Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). The physician advanced the 15x2.75mm quantum maverick monorail balloon catheter to the target lesion and then tried to inflate the balloon but was unable to. Per the physician it was noted that there was "calcification at the proximal side of the lesion and the quantum maverick rubbed against the calcification during delivery. So possibly the quantum maverick was ruptured during delivery to the lesion." The device was changed to another unspecified device and the procedure was successfully completed. There were no pt complications reported with the pt's current condition listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.